Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurate erratic compared to itself. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the issue began on (B)(6) 2011 at 09:00am, when she obtained a blood glucose result of "53mg/dl", "127mg/dl" and "367mg/dl" performed within 20 minutes or less on the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20%. The patient manages her diabetes with oral medications, diet and exercise. The patient advised no treatment was received for the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. It was noted that a control solution test was performed that did not pass. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.